Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed as the device was sent to pathology per or protocol and was not returned to the manufacturer. Additional information was requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a unknown femoral stem was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: a medical consultant reviewed the available information and indicated that ¿periprosthetic fracture noted on x-ray. Need op reports and clinical history.¿ -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient present to dr. (B)(6) office with pain. X-ray reveals a peri prosthetic fx of left hip. Dr. (B)(6) decided to revise with a longer stem through the anterior approach. Dr. (B)(6) removed the stem and implanted a restoration modular stem. He replaced the 36mm head to adjust leg length and closed surgical site.

Event description:
Patient present to dr (B)(6) office with pain. X-ray reveals a peri prosthetic fx of left hip. Dr. J. Decided to revise with a longer stem through the anterior approach. Dr (B)(6) removed the stem and implanted a restoration modular stem. He replaced the 36mm head to adjust leg length and closed surgical site.